Manufacturer narrative:
Concomitant products: product ID 977c265, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead; product ID 97791, lot # n638258, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type accessory; product ID 97791, lot # n643013, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type accessory.

Event description:
The healthcare professional reported via the manufacturer representative that the patient experienced pain at the implant site. The implanting surgeon examined the surgical site and opted for exploratory surgery. When the generator pocket was opened there was pus so the entire system was explanted. It was unknown if any environmental or external patient factors contributed to the issue. An impedance check was run prior to the surgery and impedances were within normal limits. It was unknown if the issue was resolved at the time of the report. The indication for use was spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.